Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was beeping and would not turn on when the wake button was pressed. Reportedly, the customer reverted to insulin injections and let the battery fully deplete. Customer then charged the pump and a malfunction alarm occurred. There was no impact to the customer's blood glucose levels. Customer indicated that they would continue to use insulin injections for diabetes management.